Manufacturer narrative:
Device passed the sleep current measurement test, active current measurement test and self test. However, no motor movement or negligible movement. Retries to free a stuck motor failed alarm during the rewind test due to moisture damage on the motor assembly. Unable to verify drive count or time values or changes incorrect for moving or coasting error, this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm, motor error alarm and perform the displacement test, prime test, basic occlusion test, occlusion test and force sensor test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. The test reservoir does not lock in place due to missing retainer and missing reservoir tube o-ring. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label fading, end cap address label fading, broken belt clip rails and minor scratched lcd window.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and multiple pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer reports they were able to clear the alarm but not able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.